Manufacturer narrative:
Complaint conclusion: one side of the sealing area of the pouch on a precise pro rx carotid stent system was broken before opening the package. The device was not used, there was no patient involved. The product was stored in the hospital¿s office, as usual. The integrity of the sterile pouch was not compromised. It is unknown if the product had been purposely opened in anticipation of use and then reshelved. One non-sterile precise pro rx us carotid syst 7 x 40mm was received coiled inside a plastic bag, (unit was not received in its original packaging). Unit was not deployed. Outer member was bent at 7cm and 17cm from brite tip. Pouch was not received. No other discrepancies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "bents" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure of the opened sealing area on the pouch reported by the customer could not be confirmed due to the pouch was not received. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Without pictures of or return of the packaging no conclusion can be drawn.

Event description:
One side of sealing area of the pouch on a precise pro rx carotid stent system was broken before opening the package. No patient involved. The product was stored in the hospital¿s office, normally. The integrity of the sterile pouch was not compromised. It is unknown if the product had been purposely opened in anticipation of use and then reshelved.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.